Manufacturer narrative:
On (B)(6) 2018, during the product investigation, it was recognized that the returned device was an unknown siltex/smooth mentor saline prosthesis, rather than an unknown mentor gel implant. Therefore, the complaint was for a deflation rather than a rupture. The failure analysis lab completed the investigation of the returned device on 5/22/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with an unknown mentor gel prosthesis and experienced rupture post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. White material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.5 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Additional information was received on 5/30/2018. The patient was caucasian. In addition to deflation, the patient also experienced capsular contracture (baker's grade unknown) of the left breast requiring capsulectomy in addition to replacement. No issues were noted on the right side. The patient did not require hospitalization after replacement surgery. The last known condition of the patient was fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with an unknown mentor gel prosthesis and experienced rupture post procedure. As a result, bilateral prosthesis replacement with 300cc mentor memory gel breast implants was performed on (B)(6) 2017.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).